Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced injuries including pain, erosion of her internal bodily tissue, and dyspareunia (date/s of onset unknown).all other information, including the patient's current condition, is unknown and unavailable.